Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found full breach insulation degradation adjacent to the connector boot region.

Event description:
This report is to advise of an event observed during analysis.